Event description:
It was reported, the patient was not getting relief from their therapy for the past couple of months prior to report. It was stated, the patient was set on program 3 at 7.0 volts and was had no feeling of stimulation. It was noted, the night prior to report the patient was up every hour going to the bathroom and they had been wet in the morning and during the night. Reportedly, when the patient was lying on their side they could hardly stand the stimulation because, it was too strong. The patient switched to program 3 and then back to program 2 and decreased from 7.0 volts to 6.5 volts and they could feel stimulation. It was stated, the patient had a loss of therapeutic effect and no stimulation sensation. It was noted, the patient slipped and fell in their bathroom and landed on the side of their implant about 3-4 months prior to report. It was stated the event or symptoms occurred following the fall.

Manufacturer narrative:
Product ID 3889-28, lot# va02a9p, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(6); product type programmer, patient. (B)(4).